Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The customer was hit by a car while riding a bicycle. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of death. The caller no longer has the insulin pump; unsure if the police or the lawyer has the device.